Event description:
The complainant reported, the adapter of the tubing ruptured while injecting the contrast media during a percutaneous transluminal coronary angioplasty, checking the left ventricle function.

Manufacturer narrative:
Device evaluation: device evaluation not completed. A review of the device history record did not reveal any exception documents. Lot number has been exhausted from inventory, no remaining product to contain. Complaint database review found one similar complaint for this lot number. Conclusions - a follow-up report will be submitted when the device evaluation has been completed.